Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim with siphonguard unitized was blocked post implantation, the device was revised. The valve was implanted to the patient via vp-shunt with unknown setting due to congenital hydrocephaly. No further information was provided by hospital. The product will be returned

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; biological debris was noted as well as a tear/cut in the silicone housing around the siphon guard. The position of the cam when valve was received was 70mmh2o. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was flushed; blockage noted at the ruby ball. The valve was leak tested and leaked from the needle holes in the needle chamber. Valve blocked at ruby ball. The valve could not be reflux tested due to the damaged silicone housing. The siphon guard was removed from the valve and tested. The siphon guard failed the test; the flow when through the middle of the siphon guard and was not passed through the slower passages as these were blocked with biological debris. The silicone was cut just after the cam mechanism, and the mechanism was unstuck. The valve was retested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the base plate, and inside the housing. A review of manufacturing records found no discrepancies when the device was released to stock. The root cause for the tear/cut in the silicone housing is likely due to the user. As noted in the IFU silicone has a low tear / cut resistance. Silicone housing tears have been previously investigated. It was concluded that silicone housing tears are not design related. In order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause of the problem reported by the customer is due to the biological debris found on the spring on the ruby ball, on the cam mechanism, on the base plate and in the valve casing, and in the secondary pathway of the siphon guard. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.